Event description:
The pt experienced a change in therapy effect. The type of medication delivered via the pump was not reported. There was a catheter issue; further details of the issue were unk by the reporter. Add'l info has been requested.

Manufacturer narrative:
(B)(4).